Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 550:30:654 was confirmed during product evaluation. The root cause of the reported problem was determined to be faulty uim pcb (user interface module printed circuit board). Appropriate action was taken to correct the reported problem by replacing the uim pcb. Additional information: the device has not been previously sent into service for the reported condition of "failure code 550." This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006. A device history review was performed with no exceptions found during manufacturing.

Event description:
The facility reported a colleague infusion pump with failure code 550:30:654. It is unknown when this event occurred; however, it occurred in the central sterile department. This event may have interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.